Event description:
It was reported that after surgery, the hemovac tubing was kinked and the tubing broke while still in the patient. The patient was taken back to surgery to remove the broken portion of the device. Additional clinical follow-up indicated that the tubing broke during removal from the pediatric patient 3-4 days after the initial surgical procedure. The patient was taken back into surgery to remove the broken portion of the tubing that remained in the patient. The removal of the device was stated to be a very minor procedure and the patient was under quick sedation. It was stated that the tubing may have been sutured to the patient; however this could not be confirmed. There was no patient harm or extension in surgical time during the revision surgery. Exact date of the original procedure or date of the revision surgery is unknown. The lot number and item number of the device were unable to be confirmed as the device was discarded by the hospital.

Manufacturer narrative:
The device was discarded by the hospital and will not be returned for evaluation. A follow up medwatch will be submitted once the investigation is complete.